Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 580mg/dl. The caller stated that the customer had an MRI while wearing the insulin pump. Troubleshooting was performed, and the device passed the self and displacement tests. It was stated that the customer requested having a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.